Event description:
A caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occurred.